Event description:
It was reported via the patient's husband that during the implant of a ivc filter, the filter did not open. A unspecified ivc filter was implanted; however, the filter did not open "because the clots prevented it to open". The filter was left inside the patient. Another unspecified ivc filter was implanted higher and opened "ok". Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).